Manufacturer narrative:
The reported speedlock device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: (1) incorrect alignment during bone insertion. (2) bone condition. Or (3) excessive force. Incorrect angle of anchor, hard bone condition or excessive force applied to the device can result in device failure or damage to the device. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that the anchor broke off the inserter inside the shoulder joint. The procedure was completed using a back-up device. No patient injury or other complications were reported.